Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: a carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr did not duplicate the reported event after performing the operational verification of the device. There was no failure detected as the device operated properly to service specifications. No suspect components were identified or replaced by the fsr.

Event description:
The customer reported that during patient use, this avea ventilator was not delivering the set tidal volume. The customer reported that there was no patient harm or injury.